Manufacturer narrative:
The facility noted that at the time of the incident, the resident was being transferred properly by two staff members, and the lift and sling being used were both rated for 600 pounds. The sling model was not provided. The facility advised that the lift was serviced on 06/08/2021, prior to the incident, and no issues were identified. The lift was taken out of commission following the incident. It was requested that the facility provide additional information, including pictures of the lift and further details about the patient¿s injury and any medical treatment received. This information has not been provided. At this time, there is no indication that the patient sustained a serious injury or required medical treatment. The underlying cause of the alleged issue is undetermined. The lift's serial number was not provided, so its manufacturing date and location could not be determined. The lift is currently manufactured at invamex, so their registration number is being utilized for the MDR filing. If additional information becomes available in the future, a supplemental record will be filed.

Event description:
A facility reported that while an rpl600-2 lift was being used to transfer a resident, a bolt on the lift broke in half, and the resident dropped 1 to 3 inches back into her wheelchair. The report states that the part that holds the sling (the hanger bar) detached from the lift and hit the resident in the chest, causing some bruising. The report notes that the resident was assessed and had an x-ray completed, and she will continue to be monitored.